Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6), 2013, to excise the excess skin. During the same procedure a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.